Event description:
It was reported that the pt had a painful hinged mrh knee replacement. Surgeon revised his knee and suspected an infection since the femoral side was grossly loose. The tibial component appeared stable, but did come loose upon some blows with the mallet. Pt was revised in 2006.